Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-03036 submitted on 05/17/2016 was submitted as a duplicate of manufacturer report number 1314492-2016-02856 submitted on 05/09/2016. Manufacturer report number 1314492-2016-03036 is a duplicate report and can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.